Event description:
It was reported that there was increased atrial threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:product ID# 4574-53 a proximal portion of the lead was received measuring 42 cm. A distal portion was received measuring 42 cm. The lead was analyzed and primary analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Product ID (B)(4) implanted: 2011 (B)(6); 6949-75 implanted: 2005 (B)(6). (B)(4).